Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: operator of device. Report source.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the neuron 6f 070 delivery catheter (neuron 070) was fractured at the distal tip upon removal from the packaging. The damaged neuron 070 was found prior to use and therefore, was not used in the procedure. The procedure was completed using another neuron 070.